Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a high pitch tone, motor error , and several alarms in the history. Blood glucose level was 114 mg/dl at the time of the incident. Trouble shooting was performed and insulin pump is not expected to return.